Event description:
It was reported that during follow-up after the operation, decreased sensing and no pacing were noted on the patient¿s right ventricular (rv) lead. The physician elected to perform a reoperation. During the reoperation, the helix of the rv lead could not be smoothly retracted which was confirmed via fluoroscopic imaging, and fixation of the rv lead could not be achieved. The physician elected to explant the rv lead and replace it with a new one. There were no patient consequences.